Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that there was a leak at the bottom of the cartridge. Customer's blood glucose level was impacted.